Event description:
Account reports eight incidents in which during the removal of an 18 gauge needlelock device from the synthetic sleeve stopper, the sleeve stopper separates. Reporter stated there was no pt compromise reported.